Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 251 mg/dl. The customer was stated that they were able to clear the alarm. The customer was able to rewind the insulin pump. Customer was performed displacement test and it was passed but they had hardware low level failures twice. The insulin pump will be returned for analysis.